Event description:
It was reported that an asymptomatic patient presented in clinic for a routine visit. Upon interrogation, the implantable cardioverter defibrillator exhibited episodes of far p-wave oversensing that were captured as non-sustained right ventricular oversensing. Programming changes were made.